Event description:
It was reported that "on (B)(6) 2025, the doctor found the swg kinked when withdrawn." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of the swg kinked upon withdrawal was confirmed based on the photo. The guidewire appears to have been inserted through a pink needle, and damage was observed at its distal end. As part of the investigation, the finished good graphic was reviewed. It was confirmed that the pink needle shown in the photo is not included with this finished good. The needle intended for use with this kit is the introducer needle. A complete visual inspection could not be performed because no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "20 nov 2025, the doctor found the swg kinked when withdrawn." There was no medical intervention required. The patient's current condition is reported as "fine".